Manufacturer narrative:
No device malfunction occurred. Per communications with the field cs, 12 lead ecgs from previous admissions are showing up and the users are not looking at the date/time stamp, thus opening the wrong ECG. The customer would like to only see the current admission 12 lead ecgs when a patient is re-admitted. When you discharge a patient, the information center saves the patient data on all admitted patients, that way the data is still available for review and comparison should you need to re-admit the patient. Philips quality reviewed the 12 lead ECG capture process at the bedside/piic with the clinical specialist (cs), ann hutchinson, which demonstrated that the most recent 12 lead capture is provided for a patient when clicking on the 12 lead ECG review. In addition, the tabs are all labeled with the date/time of the 12 lead ECG capture. Labeling was identified further addressing this. A customer feedback regarding the 12 lead capture review application having an option to show current reports vs all stored reports was submitted into the customer feedback system for review by r and d and product management (B)(4).

Event description:
The customer reported that when a 12 lead ECG was performed on a patient admitted, who had been there twice previously in the last 10 days, someone printed the wrong 12 lead from a previous admission. The customer indicated that there was a delay in treating the patient (B)(6).